Event description:
It was reported that the patient was experiencing sharp pains and tightness in the cervical neck area. A computed tomography (CT) myelogram was taken and lead migration was confirmed. It was also reported that the patient was no longer feeling stimulation in the legs. During reprogramming, it was found that the patients right lead had high impedances. The patient underwent a revision procedure wherein the two leads were replaced. The patient was doing well post-operatively and the explanted leads were discarded by the medical facility.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).